Event description:
It was reported that during an a-fib procedure, the channels 6-7 and 8-9 of the lasso catheter (connected to port 20a on carto 3) were noisy on the bard recording system. The corresponding channels on the carto 3 were clean. The caller reports changing the lasso catheter, lasso cable and lasso eco did not resolve the issue. The bard direct connect ic out cable was reseated and connected very tightly but the noise persisted. The case was concluded at the time of the call and no further troubleshooting could be performed. The customer requested field engineering support for the noise issue and replacement of the lasso catheter due to system test. The customer also reports char formation on the tip of the thermocool sf navistar catheter. Ablation was performed at 25 to 35 watts with flow rates ranging from 8 to 15 cc/min. Impedance remained normal throughout the procedure at 115-125 ohms. No temperature rises were seen. The thermocool sf catheter flushed normally. A hanson system was in use to steer the catheter. The customer also requests replacement navistar. Three attempts were performed trying to obtain detailed information about the size of the char observed with no results. Due to the fact that no additional information was received about sf catheter, it was decided to report this event. The case was completed without patient consequences.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the product analysis investigation is completed. Manufacturer reference #: (B)(4).

Manufacturer narrative:
(B)(4) it was reported the char formation on the tip of the catheter. The returned device was visually inspected upon receipt and it was found in normal conditions. No char was observed. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed and the catheter passed specifications. The customer complaint cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.